Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired, it cut but did not staple. Another device was used to complete the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.